Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system to the need for escalating treatments (hysterectomy and blood clot evacuation) to preclude permanent body damage/impairment cannot be excluded. Out of an abundance of caution, this case will be reported as a serious injury MDR. Per the jada system IFU "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." "Jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding" and "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding."

Event description:
A health care provider (hcp) called alydia health/organon asking, "can jada be used with b-lynch sutures?" The hcp went on to describe the patient as primiparous with a scheduled cesarean section of twins. She had anemia and severe pre-eclampsia with this pregnancy. Following delivery she lost 3500 ml of blood (severe postpartum hemorrhage, pph) and she received "all the uterotonics" and b-lynch sutures. A jada was placed, 400 ml of blood were noted in the jada collection canister. The patient received an ultrasound and a large clot was visualized. The jada was removed to remove the large clot and the patient had an additional 2 liters of blood loss. After the clot removal a second jada was placed. The patient's treatment then progressed to hysterectomy. The total blood loss for this case was 8 liters. This site did not retain the device and they do not record lot numbers. A good faith effort to obtain this information has been made.